Event description:
My left eye became extremely red, irritated and itchy. There was no discharge, but I decided to see my health care professional just to be on the safe side. They were not sure what the problem was, nevertheless they prescribed some eye drops to deal with the infection. The problem cleared up within three days. I thought nothing of the situation until I read on cnn that people who had been using bausch and lomb's renu eye solution had gotten eye infections. During the time of my eye infection I was using bausch and lomb's renu eye solution for soft contact lenses and also their rewetting drops. I do not sleep in my contacts and take them out every night, placing them in fresh solution. There was no error on my part in this situation.